Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 29.4, 21.9 and 17.8 mmol/l. Tests were done within 20 minutes. Patient did not experience any adverse events. No further information has been reported.